Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient reports power on reset (por) code appeared on the 3037 programmer probably around this last weekend. Patient has been in and out of the hospital for the past two weeks and mentioned cardioversion specifically. Reviewed risks of cardioversion and meaning of por. Redirected to managing physician to clear. There were no patient complications reported as a result of this event.